Manufacturer narrative:
A field service technician has been sent out for investigation and stated that the motor of the pump was noisy. Thus the failure could be confirmed. Regarding the memo "memo supporting closure of complaints originating from (B)(6)", this complaint will be evaluated and progressed to closure without the returned product/product component. According to service report dated on (B)(6) 2017 and (B)(6) 2017, the technician replaced the belt with pulley and set the pulley. Pump worked without noise. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A field service technician has been sent out for investigation and stated that the motor of the pump was noisy. Thus the failure could be confirmed. Regarding the memo "memo supporting closure of complaints originating from india", this complaint will be evaluated and progressed to closure without the returned product/product component. According to service report dated on 2017-08-17, the technician replaced the motor and set the pulley. Pump worked without noise. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was stated that a pump of a hl 20 was noisy, due to a damaged belt and pulley. Failure occurred during service. No patient was involved. (B)(4).